Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. Device not returned to manufacturer.

Event description:
Tibial insert poly exchanged. Patient fell.

Event description:
Tibial insert poly exchanged. Patient fell.

Manufacturer narrative:
Event regarding patient trauma leading to revision involving a triathlon cs x3 insert was reported. The event was not confirmed. The device was not returned for evaluation. Medical records not received. Device history review indicates the reported device was manufactured with no reported discrepancies. Complaint history review indicates there have been no other events for the reported lot. The exact cause of the event could not be determined with the limited information provided. Further information such as device return, operative reports and x-rays are needed to complete the investigation for determining a root cause. No further investigation for this event is possible at this time as no device and insufficient information was received by stryker orthopaedics. If the device and additional information become available, this investigation will be reopened.